Event description:
A malfunction alarm was reported with no events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which they acknowledged.